Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 no led or alarm was confirmed when powering on device and filling tank with water and perform safety/electrical test. This was isolated to pcb board. Action was taken to replace the pcb board. Repair summary included: replaced pcb, drain fitting, enclosure, water tank cover, front cover, line cord, hl-390 switch label, and reflux plug 390 due to visual damage. Device passed functional testing.

Event description:
Information was received indicating that a smiths medical fluid warmer had no leds or alarms on it. There was no patient present at the time of the event. There were no reported adverse events.